Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that had a lead revision as they needed higher left sided coverage. The hcp removed one lead and placed another. It was reported that the patient was not compliant post operation. The lead was replaced and the patient wasn't happy with their coverage. No device allegations were made. No further complications were reported or anticipated.